Manufacturer narrative:
H6: off-label - age<21. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2024.the lens was removed due to glare and halos. The problem was resolved. Reportedly, "clear/quiet." The cause of the event is unknown.